Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and a seizure. Subsequently, the customer was hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Additional information was provided by the customer indicating that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 52 mg/dl. The cause of the low bg was unknown. Bg was treated via an unspecified intravenous treatment and consumption of carbohydrates. Reportedly, the customer left the ER 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.